Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The determined error patterns indicate that the cause for the described issues is excessive use. The error patterns very likely indicate the impact of a major mechanical force caused a blow or a fall. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of a broken lens was confirmed. The lens in the optical system was cracked. In addition they noted the outer tube was bent and there was debris under the eye piece funnel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A user facility reported a blurry scope and broken lens on telescope "oes elite", 4 mm, 30°, hd, autoclavable. There were no reports of patient or user harm associated with this event.